Event description:
K-wire used in orif broke at some point following pt's initial surgery (3/29/98). Surgery to remove broken k-wire 8/10/98. Physician documentation reflects opinion that broken k-wire was result of premature use of shoulder. Pt began using shoulder immediately after surgery. Did not understand the need to not use the shoulder very much at all as pins could easily break, but only one of three pins broke. He has gone on to union, and the one pin has protruded out through the articular surface and need to be removed prior to full activity.